Event description:
A vns patient had prophylactic replacement of his vns generator on (B)(6) 2013. The explanted generator was returned for analysis, and no performance anomalies were noted. However, it was identified that there was a discrepancy in the internal programmed serial number and the external engraved serial number. Interrogation of the device gave the following: patient ID: (B)(6), doi: (B)(6) 2002, m101 (B)(4), 3190 operating hours, 56 magnet activations. The programming history for both generator serial numbers ((B)(4)) was reviewed. Sn (B)(4) always showed patient initials of (B)(6) however during the review of the programming history for sn (B)(4) showed that initially, the initials were for patient (B)(6) up to (B)(6) 2005 however on (B)(6) 2008 interrogation showed patient initials of (B)(6). At the time the patient's device was programmed to 1/30/500/30/5/3.5/500/60 which matches the settings of the last interrogation on (B)(6) 2007 in the programming history for sn (B)(4). Converting the initial serial number ((B)(4)) to binary format, and comparing the later sn ((B)(4)) binary format to the initial sn, it was noted that only one bit was changed. This suggests the possibility of a bit flip at this location. Serial number: sn converted to binary: on can (B)(4); (B)(4); interrogation in house (B)(4); (B)(4). It is suspected a 'bit flip' of the data occurred within the generator's ram, possibly by a generator reset or programming with an older version of software using a laptop computer, or more rarely, by cosmic radiation during air travel (very rare). Attempts for additional information are in progress.

Event description:
Additional follow up with the patient¿s physicians revealed the patient did not travel on an airplane during the specified time period of (B)(6) 2007 - (B)(6) 2008, and a laptop computer was not used to program the patient¿s vns.

Manufacturer narrative:
Device manufacturing records were reviewed and analysis of the programming history. Review of the manufacturing records confirmed that the serial number of the can, (B)(4), was the correct serial number. Device failure is suspected, but did not cause or contribute to a death or serious injury.